Event description:
From clinical trial study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to reporter, the device catheter migrated out of the subarachnoid space, so the clinical trial drug was administered via lumbar puncture. The pt was admitted to hospital care on (B)(6) 2013 and the system was removed and replaced on (B)(6) 2013. No permanent adverse effects reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.